Manufacturer narrative:
Additional narrative: this device is distributed for outside of the united states (u.s.); therefore, it does not have a 510k number. However, this MDR is being submitted because the device is same as or similar to a product distributed within the u.s. The device is available for evaluation, per the customer, however, the device has not yet been received by baxter. Should the device and/or additional information become available, a follow-up report will be submitted.

Event description:
It was reported to baxter (B)(4) that the reservoir of a basal/bolus infusor had ruptured during patient use. The device was filled with ropivacaine hydrochloride hydrate, doroperidol, and buprenorphine hydrochloride. There was no patient injury or medical intervention required. No additional information is available.